Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level was 24.4 mmol/l at the time of incident. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer reported that the insulin pump had received failed battery alarm. Customer stated that the insulin pump was turn off. Troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No failed battery test noted during testing.